Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing, and out-of-range (oor) impedances of greater than 2000 ohms. A new rv lead was inserted into this pacemaker and oor impedances and noise remained. At that time it was determined that there was a setscrew issue on the chronic device. The rv lead was surgically abandoned, the chronic device was explanted and a new device and rv lead were implanted successfully. To date, no additional adverse patient effects have been reported.